Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B)(4) distal conductor fractured and distorted and blood/body fluid (not obstructed), outer insulation separation and breached cut and cosmetic depression. Partial lead in segments returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.